Event description:
During index procedure the physician used 2 in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in th e sfa of the right leg. Devices were successful. Approximately 23 months post index procedure, the patient suffered worsening pad and chronic occlusion of the right sfa and popliteal. The investigator assessed the event as not related to the study device, procedure or drug. The patient was treated three days later with pta, deb and stenting to the right limb. Outcome is resolved.

Manufacturer narrative:
Cec adjudicated that the previously reported event (worsening pad and chronic occlusion of the right sfa and popliteal) was related to the study device but not related to the procedure or paclitaxel.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (occlusion). Evaluation conclusions: inherent risk of procedure ¿ (occlusion). (B)(4).